Manufacturer narrative:
(B)(4). This complaint for a system error 2240 alarm was not confirmed. The root cause of the complaint was not determined. There was no report of any type of use error that would have led to this issue. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). This international product is distributed outside the u.s. And does not have a 510k number, but it is being reported as it is the same or similar to a product distributed within the u.s. The lot number was not provided; therefore a batch review cannot be conducted. Sample was not returned; therefore, no evaluation could be performed. Should additional information become available, a follow up MDR will be sent.

Event description:
A home patient (hp) contacted global technical services regarding a system error (se) 2240 alarm that occurred on the home choice (hc) unit during dwell. The technical service representative (tsr) assisted the hp with clearing the alarm then explained a se 2240 indicates a large amount of air has entered setup and that the hp start over with new supplies or finish with manual supplies, the hp stated they would finish with manuals. There was patient involvement. No injury or medical intervention was reported.